Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger case seal was not seated. Bottom case was cracked by l-bracket screws. Plunger head was cracked by screws. There was motor not running error in history. The technician performed flow test. The reported issue was duplicated. The root cause of the reported issue was found to be stepper motor. The technician replaced stepper motor, worm coupling and gear as a preventative measure.

Event description:
It was reported that motor not running occurred. No patient injury was reported.